Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) (B) (4) alleging that a one touch ultra 2 meter read inaccurately high. The pt manages his diabetes with self-adjusted insulin (unk type). The pt did not provide a date/time as to when the alleged issue began. The pt reported blood glucose results of "235 mg/dl" with a lifescan meter and "167 mg/dl" on a laboratory device, performed within an unk time frame apart from each other. It is also not known if there was intervention between the tests that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan"s criteria for accuracy. The pt admitted, however, that a venous sample was used with the lfs meter. Based on the relatively high lfs meter reading, a doctor treated the pt with insulin (unk type/dosage). Two hours after the alleged issue began, the pt claimed that he developed a symptom of sweating, lost consciousness, and fell down. The pt also claimed that he was hospitalized because of the alleged issue. The meter was replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with severe hypoglycemia and was hospitalized after receiving insulin based on a meter reading.